Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without a guidewire inserted. Functional testing was performed, and a guidewire was inserted through the catheter with no issue. The catheter array was also able to be deployed with no resistance. The reported event was not confirmed via analysis.

Event description:
It was reported that a farawave pulsed field ablation (pfa) catheter experienced a stuck guidewire during a pfa procedure to treat atrial fibrillation. The physician positioned the device on the right side of the left atrium. The physician was searching for the right inferior pulmonary vein and then went to the left inferior pulmonary vein. When the device was positioned on the left side, the physician attempted to push the guidewire, but the guidewire became stuck in the catheter. The physician tried to move the guidewire in different ways without success. The physician pulled back the catheter to try moving the guidewire from the catheter, but even when the catheter was out, the physician could not move the guidewire. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter was later returned for analysis.

Event description:
It was reported that a farawave pulsed field ablation (pfa) catheter experienced a stuck guidewire during a pfa procedure to treat atrial fibrillation. The physician positioned the device on the right side of the left atrium. The physician was searching for the right inferior pulmonary vein and then went to the left inferior pulmonary vein. When the device was positioned on the left side, the physician attempted to push the guidewire, but the guidewire became stuck in the catheter. The physician tried to move the guidewire in different ways without success. The physician pulled back the catheter to try moving the guidewire from the catheter, but even when the catheter was out, the physician could not move the guidewire. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is not expected to return for analysis as it was retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.